Event description:
Primary stability not achieved, complication in site preparation, inadequate bone quality/quantity. Another implant pf4.5 was placed successfully.

Event description:
Primary stability not achieved, complication in site preparation, inadequate bone quality/quantity. Another implant pf4.5 was placed successfully.